Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/11/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: needle broke off after it was passed through mesh and tissue when issue occurred. No device fell in patients cavity and no device fragment left in patient.